Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 2100 mcg/ml baclofen at 375 "mcg" via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient's pump was flipping. The patient had lost (B)(6), which may have led or contributed to the issue. It was noted that the patient had trouble with refills. The pump was then moved from the front to the back and the issue was considered to be resolved. The event occurred in (B)(6) 2016. The patient was noted to be "alive - no injury". No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.